Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system leaked while flushing it with normal saline. The following information was provided by the initial reporter, translated from chinese to english: "the nurse pulled out the needle shield during infusion and found that the catheter tube had burr. The tube was flushed with normal saline, but there was lateral leakage. When the catheter tube was not used, a new indwelling needle was replaced, without adverse consequences".

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system leaked while flushing it with normal saline. The following information was provided by the initial reporter, translated from chinese to english: "the nurse pulled out the needle shield during infusion and found that the catheter tube had burr. The tube was flushed with normal saline, but there was lateral leakage. When the catheter tube was not used, a new indwelling needle was replaced, without adverse consequences."